Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced infection at the scs ipg site. The infection started approximately two weeks after the implant. Ipg incision could not heal and the pocket became infected. As a result, the scs system explanted. Patient was treated with oral antibiotics and cultures were taken but results are unknown.